Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that after successful deployment of the stent, the balloon was pulled back and the guide catheter was taken out of the rca engagement. An attempt was made to further expand the proximal portion of stent when the balloon ruptured. While pulling the stent delivery system (sds) back, the balloon snagged on the stent struts. The guide was deep seated and the balloon was removed with the guide catheter. There were no pt effects. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.